Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors, multiple noise events on the bipolar channel, and low impedance were observed. The lead was extracted and replaced. The patient's condition post procedure was okay.